Manufacturer narrative:
Analysis was performed by onsite service personnel. The field service engineer (fse) confirmed the reported issue and tested the alleged device. The results of the analysis were that the device speaker settings was enabled to display as audio instead of the external speaker.. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was that the customer changed the default audio speaker to the display speaker instead of the external speaker. The issue was resolved by disabling the display as an audio output device within the windows audio settings and reverting the external speakers to their default configuration. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
It was reported that there is no sound coming from the central monitor. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional software serial number information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Analysis was performed by onsite service personnel. The field service engineer (fse) confirmed the reported issue and tested the alleged device. The results of the analysis were that the device speaker settings was enabled to display as audio instead of the external speaker. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was that the customer changed the default audio speaker to the display speaker instead of the external speaker. The issue was resolved by disabling the display as an audio output device within the windows audio settings and reverting the external speakers to their default configuration. A review of the service history for this device shows the problem has not been reported again for this device. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).